Event description:
It was reported that "multiple dislocations so revised to a constrained liner".

Manufacturer narrative:
Additional info has been requested, and if available it will be submitted in the supplemental report.